Event description:
Initial reporter indicated that their vns pt had a prolonged seizure (35mins). It started while the pt was in the hot tub and developed an elevated temp. The pt returned to clinic on (B) (6) 2009 and it was noted the pt's generator had reset and it was programmed back on to their last settings. The pt did not tolerate this therapy so it was lowered. The pt was previously seen in clinic on (B) (6) 2009 and it likely the reset occurred at that time from a faulted systems diagnostic test.

Manufacturer narrative:
Analysis of programming history.